Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, foreign matter was found in two (2) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-oct-2025. Investigation summary: bd received 1 sample and 1 photo for investigation. Upon visual inspection and evaluation of both the sample and the photo, the presence of foreign material in the tube was observed, and there appears to be a broken piece of plastic tube in the sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, foreign matter was found in two (2) tubes. No adverse impact was reported regarding the patient or user.